Manufacturer narrative:
Philips service performed a power cycle to resolve the issue; the system is now operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system experienced a restart loop during boot-up, resolved via power cycle on an azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.